Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal end electrode and sleevehead were covered in blood. Dried tissue/body fluid in the helix and sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead helix would not extend. The lead was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.